Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in fair condition with rattling noise coming from unit. Device underwent functional testing, by attaching a 50 psi connection to the device and powering it on. Device was noted to have passed the passing lock off leak test, not verifying the reported customer complaint. The rattling noise in device was found to be due to a loose dump valve, and as a result, a new one was installed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Additional information: updated test/laboratory data, evaluation codes. Additional information was received that the device was never placed on a patient. The settings were the same as the unit was sent in. The leak was discovered when the device was set up to complete a pre-test check and failed due to the leak.

Event description:
Information was received that a smiths medical pneupac parapac ventilator was leaking. No adverse effects were reported.